Manufacturer narrative:
Rs 09/15/2015. The device in question was returned to invacare for evaluation/repair. During the evaluation, it was discovered that the unit's alarm was not functional. The underlying cause of this emergent issue was identified as a broken power switch.

Event description:
Low o2. Additional malfunction uncovered during evaluation: no alarm.